Event description:
It was reported that a newly implanted patient had a controller fault alarm. Log files were sent for review and contained an onset of liquid crystal display (lcd) faults. These faults continued until the primary system controller was disconnected from the pump and changed out. It was noted that pump support was not affected by these alarms. A replacement controller was requested with customer service.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller internal fault alarm due to a lcd fault was confirmed. A review of the submitted log file spanned approximately 2 days (B)(6) 22 and (B)(6) 22 per timestamp). On (B)(6) 22 at 18:30 the controller internal fault alarm became active correlating to an lcd communication fault, indicating that the lcd board was unable to properly communicate with the rest of the system. The alarm remained active through the remainder of the log file. No other notable alarms were active in the log file. The system controller, serial number (B)(6), was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. A root cause for the reported event cannot be conclusively determined through this analysis. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (rev. C) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot controller internal fault alarms. The heartmate 3 patient handbook (rev. D, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.